Event description:
It was reported that patient was hospitalized for cerebral ictus. Upon interrogation, intermittent post paced t wave oversensing was observed. Reprogramming was performed successfully and the patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.